Event description:
It was reported that the patient¿s total daily insulin use had approximately doubled and that time in range was persistently high above a glucose value of 220 mg/dl over the prior two weeks, suggesting sustained hyperglycemia; troubleshooting outreach was attempted but contact was not made. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or alarms. Investigation included case intake and instruction to collect a blood glucose questionnaire and route to clinical support for assessment. Investigation of this case revealed no device alarms or confirmed device malfunction, and the cause of the hyperglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.